Manufacturer narrative:
It is unclear if the iud was at risk of expelling due to incorrect placement or natural shifting of the iud over time contributed to this event. A statistical analysis of complaints and uses indicates that casco's rate of iud-related events is equal or less than the rate of spontaneous iud expulsion across all users of all catamenial devices in the literature.

Event description:
User contacted support indicating that on her second day of use with the new cup, during removal her iud came out with the cup. User intended to seek medical treatment for the insertion of a new iud but otherwise no injuries/medications/interventions were reported.